Event description:
It was reported that the right atrial lead had an elevated threshold, decreased sensing, and a suspected small dislodgment was confirmed. Lead was successfully repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.